Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and it was discovered that the outer insulation was breached due to a depression. There was blood on the proximal conductor (not obstructed), in/on the sleevehead mechanism and in/on the helix. The outer insulation had a cosmetic depression.

Event description:
It was reported that the right atrial chamber had high thresholds and poor sensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.